Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) 2023 (B)(6), employee of intuve, received a call from w.c., patient of florida cancer specialists -brc- brandon cancer center, and the following call notes were documented: patient called because the pump was off. Upon powering it back on, there was no resume infusion option. Informed them that we will have to stop the infusion and guided them in switching off the pump and clamping the lines. Informed them to call the clinic first thing in the morning. No further details provided. Infusion took place at home. Patient involved. No patient was harmed. Unsure if device will be returned or deemed an internal battery management issue and kept and put back into rotation. On (B)(6) 2023 infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.